Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the balloon would not inflate during treatment of the patient's left cavernous ica aneurysm. As a result the physician checked the balloon and found that it was leaking. There were no related patient symptoms.

Event description:
Medtronic received a report that the balloon would not inflate during treatment of the patient's left cavernous ica aneurysm. As a result the physician checked the balloon and found that it was leaking. There were no related patient symptoms. The patient was ultimately treated with the same balloon by using a continuous contrast injection by a 3cc syringe so that some part of the balloon kept inflating and the coil mass would not come into the parent artery. The cause of the issue was undetermined. The leak occurred inthe middle of the balloon. The devices were used/continuously flushed per the IFU. It was noted that the patient's vessel tortuosity was mild.

Manufacturer narrative:
The hyperglide occlusion balloon catheter and guidewire (model: 104-4127 lot: a387800) were returned for analysis within a shipping box and within an opened hyperglide outer carton. The hyperglide guidewire was returned within a dispenser coil. The hyperglide guidewire was examined. No bends or kinks were found with the pushwire. The hyperglide guidewire distal tip was found to be bent at ~2.5cm and 2.0cm from the distal tip. The hyperglide guidewire proximal od (outer diameter) was measured to be 0.0098", the middle od was measured to be 0.0097¿, and the distal od was measured to be 0.0098¿ which are within specification (specification: 0.0103¿ max). No other anomalies were observed. Due to its damaged condition, the hyperglide guidewire could not be used for inflation testing with the returned hyperglide occlusion balloon catheter. The hyperglide occlusion balloon catheter was examined. Upon visual inspection, no issues or irregularities were found with the hyperglide hub. The hyperglide catheter body was found to be kinked at ~5.0cm from the distal tip. The hyperglide balloon tip was found to be looped. The hyperglide occlusion balloon catheter was flushed, water exited from the distal tip. An in-house x-pedion-10 guidewire (model: 103-0605-200 lot: 7923154) was hydrated and inserted through the hyperglide occlusion balloon catheter lumen without issue. An attempt was made to inflate the balloon; however, the balloon could not maintain inflation as it was found to be leaking at the distal marker band. Upon microscopic examination, the balloon chronoprene tubing was found to be ruptured at the location of the leak. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was ultimately treated with the same balloon by using a continuous contrast injection by a 3cc syringe so that some part of the balloon kept inflating and the coil mass would not come into the parent artery. The cause of the issue was undetermined. The leak occurred in the middle of the balloon. The devices were used/continuously flushed per the IFU. It was noted that the patient's vessel tortuosity was mild.